Event description:
It was reported to philips that the system's c-arm was unable to perform geometry movements. The user had to restart the system several times to resolve the issue. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.